Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v963187, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that a patient had an implantable neurostimulator (ins) and electrode removed on (B)(6) 2015 and stated it was "non functioning". There were no patient symptoms reported. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.